Event description:
Sales rep reported on behalf of the customer that an exeter stem had to be revised, as it had fractured.

Manufacturer narrative:
Based on the results of the evaluation, root cause of this event could not be determined due to the limited information provided. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies.